Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. There was no movement in the k-lever and forceps elevator. In addition, there was a leak in the rubber, crack in the glue, a severe buckle in the insertion tube, a cut in the light guide tube, low angulation, a deep dent and scratches on the body, and the control knob was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the evis exera ii duodenovideoscope had a broken elevator. No patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely that the k wire tome broke due to metal fatigue due to repeated stress, leading to the occurrence of the event.